Manufacturer narrative:
The hospital staff replaced the co2 absorber due to the reported leakage. The co2 absorber was returned for investigation. A visual and microscopic inspection revealed a crack near the bottom of returned co2 absorber. No effect on delivered pressures and volumes could be seen during the performed simulated-use testing in our laboratory environment. Performed system check-out tests (sco) failed the manual ventilation leakage sub-test due to a leakage exceeding the maximum allowed limit by approximately 10%. No device logs from the actual anesthesia workstation were received. We have not been able to determine if the visible crack was present at the time of the unpacking of the absorber, or if it occurred at a later stage.

Event description:
(B)(4).

Event description:
It was reported that during patient treatment, and after replacement of the co2 absorber in the anesthesia workstation, a leakage was detected. There was no patient harm reported. (B)(4).